Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed transmitter not found during a sensor session. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed transmitter not found during a sensor session. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.